Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 323.062-15. Lot: 32998p4. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19 september 2024. Manufacturing site: jabil bettlach. The product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that the tip of drill bit ø2 w/double marking l140/115 3 (323.062) had broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces the evidence provided was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the (product name) would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during drilling, the drill bit broke, leaving a portion inside the spinal canal. It was unable to be removed and the doctor decided to leave it.